Event description:
The pt reported he has had several of the luer locks on his insulin infusion sets crack while in use. He stated this has happened very occasionally in the past but in the last 2 1/2 months it has happened at least 4 times. He said he does not have any of the infusion sets to return but was able to provide the lot number for 2 of the luer lock sets that cracked. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product is available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.